Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced access site bleeding, hemolysis and positioning issue. After the impella cp device was implanted, the patient was sent to the unit on support and approximately 12 hours later, it was noted that labs kept hemolyzing. There was a concern for hemolysis. A foley catheter was placed to monitor the urine. The patient's urine started yellow and eventually turned to dark red. Discussions with the physician were made and the patient was rapidly weaned off epinephrine. Performance level was decreased to p-7 from p-8. An echocardiogram was completed. The pump measured at 2.5 centimeters, and it appeared to be interfering with mitral leaflets. The pump was repositioned, advanced now measuring 3.8 centimeters at 93 centimeters. The hemolysis signs persisted and the impella cp site and all others were oozing. The start of heparin remained postponed. Heparin-induced thrombocytopenia and disseminated intravascular coagulation panels were sent. However, approximately 16 hours after start of mcs, the impella cp device was explanted and replaced with an intra-aortic balloon pump for mcs. The urine started to clear. The patients' outcome is stable.